Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a reaction from the infusion set at the site. The customer's blood glucose level was 450 mg/dl. The customer treated with a manual injection. The customer reported that the site had puss, was red, and hard. The customer stated that the doctor told her to stop using the insulin pump and set and gave her antibiotics. The product was not returned for analysis.